Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17519, 2017865-2020-17521. It was reported the patient presented in clinic for a follow up with phrenic nerve stimulation. Upon interrogation, it was observed the left ventricular lead was failing to capture and the atrial lead was capturing intermittently. A fluoroscopy was completed to reveal the two leads along with the right ventricular lead were all dislodged. All three leads were explanted and replaced with no complication. The patient was stable.